Manufacturer narrative:
The customer found that the tubing at fitting #5 of the probe wipe was disconnected . The customer reattached the tubing, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was about 4 drops was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.